Manufacturer narrative:
Additional contact information: (B)(6) hospital (B)(6).

Event description:
Information was received indicating that a smiths medical, cadd-legacy plus, pump was alarming no disposable pump won't run. Per reporter residual volume was: 8.2 ml, and total volume was 92ml. No adverse patient effects were reported. Per reporter, no additional information is available at this time.